Event description:
Pt reported experiencing erratic blood glucose (77 - 412 mg/dl), which she attributed to her insulin cartridges. She self-treated by delivering boluses. No error messges were generated by the insulin delivery device.